Event description:
It was reported by service report that the pt right toprail was broken, exposing sharp edges. The customer reported that they did not know if there was pt involvement, however, no adverse consequences were reported.